Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the lifevest therapy electrodes. The patient's cardiologist applied an unknown cream to the patient's rash. The patient reported that the irritation improved.